Event description:
Healthcare profession (hcp) reports one fiber leak noted during pt treatment on reuse number 19. The estimated blood loss was 150cc. Per hcp, dialysis was continued on a new dialyzer and there was no pt injury or medical intervention.